Event description:
At laparoscopic sigmoidectomy operation of pt suffering of diverticular disease, the device was fired, but could not be extracted from pt's rectum, fired three times more with no success. The surgeon had to cut out the device and ring from the rectum. After device was extracted, it was noted that ring was partially off of device hub. The anastomosis was done with eea.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. This is the first time that event of such type or the alleged malfunction has been reported. The production history files were reviewed, indicating that the device was released according to the product specifications. The device was returned and evaluated. A large number of surgical staples of two different kinds have been found within and between the two rings comprising the compression element. Nevertheless, no failure was detected and the device was found to be within its specifications. Upon simulation indicating similar situation (large number of staples of different types), the colonring device demonstrated successful operation with no evidence of failure.